Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. The screw and sheath were received. Visual inspection confirms the sheath is damaged at both distal and proximal ends, confirming this complaint. There was no anomaly with the returned screw. We cannot discern a root cause for the user to have experienced this issue. There was no information available on the preparation of the bone hole to determine if there were any discrepancies in the user technique. A batch record review has been conducted and our results indicate that this batch of product was processed without incident that could cause this failure. Further, a review into the mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. Therefore, no further actions are warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that when the doctor inserted the femoral intrafix, the sheath is ruptured so the doctor must replace by similar product.